Manufacturer narrative:
An alarm indicative of a potential malfunction of the transfer set was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a disconnection was reported between the transfer set and the pd catheter, which is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during drain four of four of peritoneal dialysis therapy. During the troubleshooting, it was reported that there was a disconnection between the transfer set and the pd catheter that led to this alarm. Renal therapy services (rts) assisted the patient in clearing the alarm and explained the alarm's meaning. Proper procedures per the user manual was reviewed with the patient. The patient would complete therapy by manual exchange. There was no patient injury or medical intervention associated with this event. No additional information is available.